Manufacturer narrative:
(B)(4). This lot was manufactured between january 16, 2012 ¿ january 17, 2012. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured. This was noticed in the middle of patient infusion of fluorouracil (non-baxter product). The reporter stated that that the patient did not receive the entire treatment. However, there was no patient injury or medical intervention associated with this event. No additional information is available.